Event description:
Customer reported via phone call that the insulin pump had a button error alarm as well another error alarm. Customer stated that the error alarm occurred during the rewind and prime process. Customer stated that they went camping and took the pump off for three days and never rewound. Customer's blood glucose reading was noted to be 345 mg/dl and stated that the insulin pump did not read it due to customer's meter ID not being programmed. Advised customer to revert to a back up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.